Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed bicarbonate buffer test sensor failed per specifications due to high readings.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 28, blood glucose reading 141mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional information was provided.